Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy by coelioscopy procedure, the device got jammed and the clips didn't systematically load, and when they loaded, they didn't close. Used another device to complete the procedure. There was no patient consequence.